Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. Blood glucose was 235 mg/dl. The mother stated they had dinner and blood glucose went up to 523 mg/dl. She changed the site to a different side, but it still went up to 531 and then 547 mg/dl. I insulin did exit when disconnected at the quick release. It was advised there might be a possible site related issue and to change the entire infusion set. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.